Event description:
It was reported that primary audible alarm post event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed chip on lower left front corner. Unable to duplicate the primary audible alarm background test during occlusion test. The root cause of the reported issue was not found. Unable to determine the intermittent error, no physical or any other damaged was found on speaker or interconnect board. Actions taken to mitigate the reported issue: replaced speaker for preventive. Performed maintenance and passed all functional testing.